Event description:
Dexcom g6 sensor inaccuracy: at 10:35am, g6 reading 114, finger stick reading is 93. That is a mard (mean absolute relative difference) of 22.6%. G6 sensor activated on (B)(6) 2024, inserted on (B)(6) 2024.

Event description:
Additional information received from reporter on 02-mar-2024, for mw5152303. Dexcom g6 sensor inaccuracy: at 4:20pm, g6 reading 103, finger stick reading is 136. That is a 24.3% mard. Dexcom g6 sensor error: at 6:52pm, "sensor error please wait up to 3 hours". Replaced this sensor.